Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a habib endohpb rf catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with radiofrequency ablation procedure performed on (B)(6) 2023. During the procedure, the habib catheter was connected with the connection cable; however, when trying to apply energy, the device failed to deliver energy and the erbe generator did not recognize the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information received on october 09, 2023 and october 17, 2023. It was found that the problem was on the connection cable from the generator to the habib probe. Reportedly, the connection cable was replaced and the following procedure with another habib probe was successful.